Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level 349 mg/dl and was hospitalized on (B)(6) 2020 for one day. Customer was experiencing vomiting and nausea. Customer stopped using insulin pump in hospital and forwarded there case to clinical specialist. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The event date provided with initial report was incorrect. The correct event date has been provided in this report. (B)(4).